Event description:
It was reported, the patient presented remotely via merlin.net. Review of the transmission revealed, the atrial lead exhibited a failure to capture. The atrial lead was revised on (B)(6) 2023. The patient was in stable condition.